Manufacturer narrative:
Continued e1. Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported in lecture slides "imaging revealed suspected rupture". This record is for the left side. Device has been explanted.